Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found no anomalies.

Event description:
Information noted that the guidewire actually came out of the left ventricular (lv) lead during an initial implant procedure that occurred on (B)(6) 2021. This indicated there was some sort of insulation damage noted on the lv lead, instead of a failure to remove the guidewire.

Event description:
The physician had difficulties removing the guidewire from the left ventricular (lv) lead during an initial implant procedure on (B)(6) 2021. The lv lead was not used. The patient was stable throughout the procedure.